Manufacturer narrative:
See manufacturer report number (B)(4) for secondary device involved in the same incident. No issues or nonconformance's were found, and no trends were identified, no root cause could be established. The relationship between the cooper vision device, and the event is unconfirmed.

Event description:
Incident received via mhra reference number (B)(4) user report. The user reports significant irritation, discomfort, and poor vision over a period of five to six weeks, which required several opticians visits and a hospital visit. The user also reports potential permanent damage to the surface of the eye with follow-up appointment(s) scheduled for january 2021. Per follow-up correspondence with the patient he experienced symptoms of redness, soreness, and discomfort that ceased when contact lens use was discontinued. On (B)(6) 2020, the patient was advised by a practitioner at (B)(6)that he could resume lens use, with which the symptoms returned. While under continued care, since the incident the user has since switch to contact lens use with soflens (bausch & lomb) soft contact lenses. Good faith efforts have been made to obtain additional information from the treating physician, spec savers mold, without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.